Event description:
The patient was implanted with a vented electric left venticular assist device (lvad). It was reported by the vad coordinator that the patient was at home, and had either used a pair of 'bad batteries' or inserted them incorrectly. Ti was reported that the device alarmed and 911 was called; however, the patient was unconscious for several minutes by the time ems had arrived to the home. New batteries were inserted by ems and the pump started appropiately. The patient was then intubated. Ems also reported asystole on the monitor then vf, which patient's ICD shocked him out of then paced rhythm of 78. The patient was then given 1 amp of epinepherine down the et tube at patient's home. The ems was informed by vad coordinator that if they provided CPR it could dislodge the outflow graft to the vad. The vad coordinator remained on the line with medics during transport to the hospital. The medics gave another 1/2 amp of epinepherine; repeated and gave approximately 1 minute of 'gentle' chest compressions which gave the patient a heart rate of 120 (reported as wide complex) but still the patient was unresponsive. The medics also reported 'agonal' respirations at the rate of 2-3 over a minute. The patient arrived to the hospital intubated, and still unresponsive. The patient presently remains on vent support and unconscious in the ICU.